Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. No damages or deficiencies to the needle mechanism or drive mechanism were observed that could have contributed to the reported failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the damaged cannula contributed to the reported failure to deliver insulin. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: sp1a.210812.016.g970usqu9ixe1. Hardware: sm-g970u. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 352 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had delivered a bolus but after 4 hours their blood glucose level had not decreased.